Event description:
An intravenous catheter broke off inside a patient's vein, necessitating a surgical cut-down for removal of the same to prevent potential dangers of the catheter floating through the vasculature.an incident occurred on september 27, 1993 when an intravenous therapy nurse attempted to restart an intravenous in the dorsal aspect of a patient's right hand, utilizing "protectiv" 22 gauge, one inch catheter.after inserting the catheter and attempting to draw back slightly, the intravenous nurse felt resistance as if the catheter had snagged. Upon removal, the catheter was noted to be 5/8 inch in length. An x-ray of the patient's hand revealed a foreign body and the patient was transferred to our emergency department where the tip of the catheter was surgically excised. A repeat x-ray showed no evidence of any remaining foreign body.a mfg representative took photographs of the catheter. An analysis of the same, conducted by mfg representatives, concluded there was no product defect.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.